Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops were noticed outside the chamber of a clearlink system non-dehp solution set. The issue was identified during priming with oxaliplatin. The nurse paused the prime, disconnected the chemotherapy from the patient. Chemotherapy drug was remade and attached with no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.